Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules were observed with sticky module latches. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported pump modules with sticky latches were observed during a site visit by a bd representative. An external inspection was not able to be conducted, however during a site visit a bd representative observed seven (7) pump modules had a sticky latch. Per bd alaris system with guardrails suite mx v12.3.2 inspection requirements states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function before reuse. If an instrument appears damaged, contact bd for authorization to return it for repair. There was no patient involvement. Root cause: the reported pump modules with sticky latches were observed during a site visit by a bd representative; however, the root cause cannot be determined due to insufficient information. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules were observed with sticky module latches. This was observed by bd representatives during site visit. There was no patient involvement.